Event description:
It was reported that the surgeon tried to put the implant in without distraction of the vertebral space. During insertion the implant broke. Surgeon removed the broken piece and left the remaining portion of the implant provided enough support and was left in place. As a broken implant was left in the body, and could require surgical intervention an MDR is being filed to document this event.